Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, the patient developed hypotension. The patients chest was re-opened and a clot was removed. The physician noted that the clot was not related to the device, but was related to the procedure itself. No additional adverse patient effects were reported.